Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (200-572 mg/dl). The cause for elevated bg levels was unknown. Customer administered manual injections to address elevated bg levels. Reportedly, customer has recently switched from humalog insulin to novolog insulin. Recommendation was made to discuss diabetes management with customer's health care professional.